Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified a dent in the casing on the front of the device and no further anomalies. Review of device memory found a shorted lead error, error code 1004, was recorded on (B)(6) 2019 after a shock was attempted. Two attempts were noted in the device memory for (B)(6): a 41 joule shock was which resulted in a shock impedance measurement of 0 ohms and a 41 joule shock which resulted in a shock impedance of 65.535 ohms. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt(s) caused the device to declare the battery depleted because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Evidence reasonably suggests that the reported issues can be traced to the associated shorted lead.

Event description:
It was reported that this device delivered a shock, but shock impedances were low out of range resulting in the declaration of code 1004. The patient underwent a revision procedure. During the procedure, the representative attempted to deliver a commanded shock, but the device was unable to charge and a battery capacity depleted message was generated. This device was explanted and replaced. No additional adverse patient effects were reported.